Manufacturer narrative:
Continuation of d10: product ID 8703w lot# j0039914r serial# implanted: (B)(6) 2000, explanted: (B)(6) 2021, product type catheter d6b correction: the previous report (follow-up # 1) indicated an explant date of (B)(6) 2021, in error, and has been corrected in this report to indicate (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. A full system (pump and catheter) removal was performed at the request of the patient. The patient was being managed effectively without the pump and the issue was considered resolved.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-oct-22. It was reported that the patient returned to the hcp's office for a medication removal and saline refill on (B)(6) 2021 and wanted the pump explanted. At the time, the expected volume of the pump was 24.6 ml and the actual volume removed was 24 ml. The patient's pump was explanted on (B)(6) 2021 and returned for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The healthcare provider/account had sent the device to the manufacturer approximately / shortly after 2021-sep-27.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported the patient went in for a routine refill on (B)(6) 2021 and instead of the expected 7.4 ml, they got 20 ml back. A pump refill discrepancy was reported. Logs were interrogated and no motor stalls were found. It was indicated the patient's basal rate was increased by 10% as their pain control had been poor. It was stated the ultimate goal was to have the pump removed and they had been tapering the dose for quite some time. Additionally, it was indicated the pump stuck out of the abdomen so the patient kept bumping into it. Explant surgery was planned but not scheduled. The issue was not resolved. The patient status was alive - no injury. Contributing factors were unknown. Further complications were not reported. Additional information was received. A catheter study was not planned as the plan was to continue weaning. A date for system explant was not set as they were waiting to see if the same problem displayed at the next refill scheduled for (B)(6) 2021. It was indicated the pump may be filled with saline and the patient provided suboxone induction with subsequent pump explant if tolerated well.